Manufacturer narrative:
Product ID 8709sc, lot# h820663006, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
The physician suspected an occlusion in the sutureless connector (sc) segment of the catheter. The catheter was replaced. The physician suspected that maybe the child had high protein counts that were causing build up. The device system was delivering baclofen. For subsequent events and outcome, see manufacturer's report # 3004209178-2012-12208.